Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the failure. However, as a precautionary measure, the stm replaced the solenoid driver circuit board . The stm then performed all functional and safety checks to meet factory specifications, and the iabp was then released to the customer and cleared for clinical service.

Event description:
During a service test of the cs300 intra-aortic balloon pump (iabp), it was observed by the customer that the iabp would intermittently not power up. There was no patient involved and no adverse event was reported.